Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a complete lead with stylet inserted was returned in one piece, measuring 46.0 cm. Multiple external insulation abrasions were found at 15.0 to 15.4 cm, 15.4 to 15.7 cm, and 16.0 to 16.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the external insulation abrasions, which are consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was noise oversensed on the right atrial lead, causing noise reversion. The noise was reproducible in clinic with pocket manipulation. The patient then came into the lab for an atrial lead revision, where evidence of an atrial lead insulation breech was discovered. The lead was removed and replaced, and the patient was fine before, during, and after the procedure.